Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with recurrent syncopal episodes due to high threshold and undersensing of the right ventricular (rv) lead. In addition, during the revision procedure, the physician was unable to retract the helix of the rv lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.